Event description:
It was reported that a patient observed air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the discovery. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line clamp was closed. The technical service representative assisted the home patient in ending therapy and starting over with new supplies. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A closed clamp on a patient line is a known cause of the reported air in line and is considered a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information be available, a supplemental report will be submitted.